Event description:
The physician ordered tissue plasminogen activator (tpa) for treatment of mi. The medication was hung according to policy. The pump appeared to be working. On arrival to ccu, the paramedics noted that despite pump appearing to be functional, the medication was not infusing. The pump was checked later and worked appropriately.